Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was an abnormally short charge-time noted on the device. Technical support was contacted and suggested the short charge-time was likely due to the device charging for therapy but aborting due to the normal return to sinus. No intervention was taken and the patient was stable with no consequences.